Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction. It was reported that they can't seem to adjust their stimulation. Patient said they saw a message, "the system is operating at maximum settings. Therapy cannot be increased.". Patient said they saw this message only today. Agent asked the patient to try checking other program and increasing their stimulation. Patient said it's the same message. The agent reviewed oor and redirected them to their hcp. Patient said their urogynecologist was dr. (B)(6).